Event description:
Information received indicates the head end brake casters do not hold.

Manufacturer narrative:
The technician found the head end casters were bent. The technician replaced the brake and steer casters to repair the stretcher.